Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Received an article titled: early outcomes of the intraluminal flow guard device for secondary renal access. Journal of vascular access. The article discussed early patency and complications using the graft as an arteriovenous graft for use in complex renal access patients. Per the article, procedural complications included adverse events associated with the procedure and follow up.

Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article, the flixene intraluminal flow guard device provides an alternative to standard brachial-axillary grafts and brings similar early patency and complications profile.